Event description:
It was reported that during a treatment procedure to implant a greenfield filter, "the device was defective." The procedure was successfully completed using a new greenfield filter. No pt injuries or complications were reported. Pt status is reported as 'fine'.